Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: a05719/a06674/a06732, model/catalog description: phase iii linear lead - 70cm. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 114179/a08158, model/catalog description: phase iii linear lead - 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. Location and caused of infection was unknown. The patient underwent an explant procedure. No further information could be obtained.